Manufacturer narrative:
Follow-up from 13-apr-2015: no further information obtained despite follow-up attempt. Case closed. The list of similar cases contains essure reports received by bayer with similar events coded in (B)(4). In this particular case a search in the database was performed on 14-apr-2015 for the following (B)(4) preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this (B)(4) pt. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and physician reported that implant broke in contact with the uterine wall (during the placement). This event is non-serious and listed (anticipated) according to product technical analysis (ptc) results. Single cases have been reported of essure breakage. In this particular case, the device breakage occurred during essure placement. Therefore, a causal relationship with essure cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. The performed ptc analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information could not be obtained despite follow-up attempt.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Follow up 14 jan 2015: ptc investigation results were provided. Ptc global number: (B)(4). Final assessment: failure mode / mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. As of 17 dec 2014, since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking during the procedure is an anticipated event. Final risk classification: risk category v. Medical assessment: this ptc was initiated due to a product quality issue. In addition, the ae case refers to a usability issue. However, no adverse events have been reported. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and physician reported that implant broke in contact with the uterine wall (during the placement). This event is non-serious and listed (anticipated) according to product technical analysis (ptc) results. Single cases have been reported of essure breakage. In this particular case, the device breakage occurred during essure placement. It was observed in the operating room. Bilateral placement was performed with the other device. Based on the information provided, a causal relationship between the reported event and essure cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. The performed ptc analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information is being sought.

Event description:
This is a spontaneous case report received from a physician in (B)(6) on (B)(6) 2014 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted (lot number c55828). Physician reported that implant broke in contact with the uterine wall. The anomaly was observed in the operating room during the placement. There was no anatomical cause to explain the anomaly which concerned the implant itself. Bilateral placement was performed with the other device. No further information was provided. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and physician reported that implant broke in contact with the uterine wall (during the placement). This event is non-serious and unlisted in the reference safety information for essure. During difficult insertion/removals, single cases have been reported of essure breakage. In this particular case, the device breakage occurred during essure placement. It was observed in the operating room. Bilateral placement was performed with the other device. Based on the information provided, a causal relationship between the reported event and essure cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Further information and product technical analysis are being sought.